Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia, with a self-reported glucometer value of 546 mg/dl and no symptoms, after the prior continuous glucose monitor (cgm) sensor expired and a new dexcom g7 cgm sensor was not started until the following day, during which time the pump lacked cgm input. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included complaint handling, user communication, and technical review of device use related to cgm availability and pump operation. Investigation of this case revealed that the elevated glucose occurred while the system operated without active cgm data because the user delayed starting a new sensor; no device malfunction or component failure was identified, and the infusion set was in the abdomen with standard use reported. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a lapse in cgm availability leading to suboptimal automated insulin dosing, were the cause.